Event description:
A customer reported that the insulin pump experienced a malfunction. Despite the malfunction, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.